Manufacturer narrative:
H3, h6: the device (110164), used in treatment, was not returned for investigation. Thus, visual and functional evaluation was not performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions for pin driver usage and case troubleshooting. We were not able to confirm if there was a relationship established between the reported event and the device. Based on the investigation, no corrections or corrective actions required at this time. If the device is returned in the future, the investigation will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori tka procedure the pin driver became stripped while the surgeon was attempting to remove the bone pins at the end of the case. They use the navio pins and pin driver during cori cases because they are easier to use. They were able to remove the bone pins. No other issues. Great outcome.